Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 stick fit hexalobe driver (part number 80-0759, batch 530862) was examined visually under magnification. The returned driver exhibited breakage at the end-effector end; instead of terminating with a standard t8 male drive feature at the end of the drive opposite the quick connect, the t8 male drive feature was broken. Both the main body and the broken-off tip portion were returned. The main driver body's drive interface terminated in a multi-part complex of fracture surfaces. None of the observed fractured surfaces were perpendicular to the axis of the device; the complex junction of fractured surfaces involved multiple surfaces that were all oblique to the axis of the device in some form. These fractured surfaces were partially cupped, sporadically textured, and regions adjacent to the fractured surfaces exhibit no stretching or necking (i.e. No signs of ductility). There were marks on one more major surface, but it was not possible to conclusively state if they were or were not progression/beach/seashell marks (i.e. No conclusive signs of fatigue). The condition of fractured surfaces on the separate tip portion mimicked the general condition observed on the main body. There were light/sporadic incidences of occasional brown discoloration (corrosion?) On the surfaces observed. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode; brittle failure may occur when unusually large torques are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or slightly cupped fracture plane, as well as potential multiple/complex fracture plane setups, which are usually oblique/angled to the device axis. The presence of multiple fracture planes, oblique angulation of fracture plane(s), and/or cupping may suggest that complex loading scenarios (including potential off-axis loads) could have potentially contributed to part failure. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a removal surgery the surgeon broke the driver tip. The surgery was completed with another driver tip after a 10-minute delay. No other adverse patient consequences were reported. Information on the date of the first surgery, the plates and screws used is not available.